Manufacturer narrative:
The customer reported that qc had been within the acceptable ranges. Service was not needed as this is a reagent issue. Investigation into root cause of this issue is ongoing.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated rheumatoid factor (rf) results generated by unicel dxc 800 pro synchron chemistry system. The results were reported out of the laboratory. It is unknown if the patient treatment was affected.